Manufacturer narrative:
The reported event that screwdriver, self-holding, short screwdriver, self-holding 3.5 mm was alleged of issue ¿instrument - breakage during implantation¿ could be confirmed, since the device was returned and matches the reported failure. The device inspection revealed the following: the returned screwdriver with the self-holding feature shows normal traces of use. The breakage surface shows the typical characteristics of a brittle fracture. Area just above the breaking point shows material deformation and breakage surface also shows a curved scuff mark, both of which indicates high rotational and bending load. To prevent the bending, the device is also laser-marked with the printing ¿do not lever¿. Dimensional inspection of the device revealed all the critical dimensions to be within specification. A hardness test of the material in close proximity to the breakage area revealed hardness to be within specification. An average value of 54.9 hrc was observed against the required 54-58 hrc. A review of the device history for the reported lot did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. The appearance of the breakage surface indicates a (forced) brittle breakage of the screw driver due to bending and rotational forces overload, in spite of the clear warning laser marked on the device itself that ¿do not lever¿. Based on the investigation the root cause of the reported event is breakage under overloading of screwdriver due to inadequate handling by the user. If any further information is provided, the complaint report will be updated.

Event description:
As reported: "an extra short screwdriver was used to insert the screw, but it could not be inserted successfully. The screw was removed once and reinserted using another extra short screwdriver. Thereafter, the procedure continued using the second extra short screwdriver and completed without any problem. It was noticed the driver which was used initially was broken but confirmed that there were no broken pieces remained inside the patient body."

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "an extra short screwdriver was used to insert the screw, but it could not be inserted successfully. The screw was removed once and reinserted using another extra short screwdriver. Thereafter, the procedure continued using the second extra short screwdriver and completed without any problem. It was noticed the driver which was used initially was broken but confirmed that there were no broken pieces remained inside the patient body."